Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04955. It was reported that the patient may undergo surgical intervention. The exact reason is unknown at this time.

Manufacturer narrative:
Physician information has been updated.